Event description:
It was reported the customer's sensor had inaccurate readings. The customer also reported receiving false low readings. Customer's blood glucose was 120 mg/dl and their sensor glucose read 40 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer also reported their blood glucose declining to 58 mg/dl, but was treated with glucose tablets. The customer's sensor cannula was not bent upon removal of their sensor during troubleshooting. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed with accurate readings.